Event description:
On (B)(6) 2020, patient stated they were unable to get a connection between there charging device and ipg (neurostimulator) for charging. On the patient remote, the battery level indication was flashing orange. The next day, patient was no longer able to connect the remote to the ipg. The patient met with the clinical specialist to troubleshoot the issues, but the issues were unable to be resolved. The clinical specialist and doctor present during the appointment attempted to palpate the device and found it to be difficult. An x-ray was ordered for the patient and it was discovered that the ipg had moved and the lead had migrated. On (B)(6) 2020, the patient had a lead revision. The doctor removed the ipg and a representative who was present at the case was able to take the ipg out of hibernation, charge the device, and connect the clinician programmer to it to run impedances. The initial lead was explanted and new lead was implanted. The new lead was then connected to the ipg. During the procedure, the doctor and representative discovered the initial lead had wrapped around the ipg, which indicated the patient was most likely a twiddler and it would explain how the lead may have migrated. As of (B)(6) 2020, there have been no further issues.